Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix valve set leaked total parenteral solution during compounding. The distal overlock connector popped off the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing and accuracy testing were performed by testing the device with an in-house compounder. Testing was successfully performed with no connection issues noted. The reported condition was not verified. The device was found to operate per specification a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.